Event description:
The facility's technician reported a fail code 813:01. The technician does not have information regarding whether the fail code occurred during patient use or biomed testing, but channel b of the device is out of service. Additional contact information was requested but no additional contact was identified. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.